Event description:
Following a laparoscopic anti-reflux procedure, a patient underwent a gastroscopy leading to the discovery of an erosion through the esophageal lumen of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred approximately 3 months prior to explant. Gastroscopy on (B)(6) 2018 showed 2 beads eroded through the esophageal lumen. The two eroded beads were explanted on (B)(6) 2018 by dr. (B)(6). The patient is doing well as of (B)(6) 2018.

Manufacturer narrative:
Updated to include information on attempt at second removal. Updated to include partial device analysis. Updated to include patient bmi. Updated to include device return. Updated to include method code 10. Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing dysphagia and underwent a gastroscopy leading to the discovery of an erosion through the esophageal lumen of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation with hernia repair occurred without issue on (B)(6) 2015. Patient began experiencing dysphagia. Gastroscopy on (B)(6) 2018 showed 2 beads eroded through the esophageal lumen. The two eroded beads were explanted on (B)(6) 2018 by (B)(6). The patient is doing well as of (B)(6) 2018. The remaining device explant was attempted on (B)(6) 2018. The linx device was not found during the operation. A post-operative x-ray showed the linx device was not visible. (B)(6) believes that the device passed through the esophagus and was excreted. The patient is doing fine as of (B)(6) 2018, however, their reflux has returned.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing dysphagia and underwent a gastroscopy leading to the discovery of an erosion through the esophageal lumen of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation with hernia repair occurred without issue on (B)(6) 2015. -patient began experiencing dysphagia. -gastroscopy on (B)(6) 2018 showed 2 beads eroded through the esophageal lumen. -the two eroded beads were explanted on (B)(6) 2018 by dr. Verbeek. -the patient is doing well as of (B)(6) 2018.

Manufacturer narrative:
(B)(4).